Manufacturer narrative:
Returned device was received in poor physical condition. The top case was separated from the bottom case in the back. The back corner of the case was damaged. The bottom case seal was damaged also. No evidence of reported problem in event log was found. During the evaluation of the device the 3,6,9, and the period key do not work on the keypad. The customer's reported issue was verified. The keypad, top case, bottom case, and both plunger cases were replaced. The device was calibrated and the device then passed all functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a bad keypad. There was no reported adverse events.